Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a low blood glucose of 34 mg/dl and treated with glucose tablets. She stated that she was pregnant and would eat certain food and may have overcorrected. She also reported that the sensor and transmitter were not connecting. Nothing further was reported.